Event description:
The customer reported that during in-room set-up of the flex deflectable videoscope for an unspecified procedure, prior to the patient being present in the room, the image was sometimes distorted. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.